Manufacturer narrative:
This MDR was initially reported on 11/07/25 under the incorrect manufacturing site. The MDR number was 9710602-2025-03760. This MDR is being filed to correct the manufacturing site. A supplemental MDR #1 will be filed under 99710602-2025-03760 to note the correction. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a failure to boot up. There was no patient involvement.